Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead recorded an alert for high out of range pacing impedances. The device emitted tones and the patient presented for a follow-up. Review of the system revealed that pacing impedances had been gradually increasing for eight months. Additionally, pacing thresholds had increased, loss of capture was observed, and shock impedances were high and out of range. Several tests were performed but no sensed noise was produced and fluoroscopy did not reveal any evident lead damage. A revision procedure was performed and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.